Event description:
It was reported that a patient underwent a persistent atrial fibrillation ablation procedure with a carto® 3 system and there was a map shift with no error message, no patient movement and no cardioversion. They experienced a map shift during the case and there were no errors displayed on the carto 3 system. The reporter states they proceeded with the case using the ice (intra-cardiac echo) catheter. The map shift was significant but not due to respirations or patient movements. The patches did not show a reinitialization prompt, and the patient was not cardioverted. They had just completed ablating in the left vein and when they moved to the right side of the vein, they had to start shaving and fast anatomical mapping a lot and that is when they noticed the map shift. They were able to proceed with the case using ultrasound guidance. The map shift with no error message, no patient movement and no cardioversion was assessed as MDR reportable.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a persistent atrial fibrillation ablation procedure with a carto® 3 system and there was a map shift with no error message, no patient movement and no cardioversion. They experienced a map shift during the case and there were no errors displayed on the carto 3 system. The reporter states they proceeded with the case using the ice (intra-cardiac echo) catheter. The map shift was significant but not due to respirations or patient movements. The patches did not show a reinitialization prompt, and the patient was not cardioverted. They had just completed ablating in the left vein and when they moved to the right side of the vein, they had to start shaving and fast anatomical mapping a lot and that is when they noticed the map shift. They were able to proceed with the case using ultrasound guidance. The map shift with no error message, no patient movement and no cardioversion was assessed as MDR reportable.

Manufacturer narrative:
It was reported that a patient underwent a persistent atrial fibrillation ablation procedure with a carto® 3 system and there was a map shift with no error message, no patient movement and no cardioversion. They experienced a map shift during the case and there were no errors displayed on the carto 3 system. The reporter states they proceeded with the case using the ice (intra-cardiac echo) catheter. The map shift was significant but not due to respirations or patient movements. The patches did not show a reinitialization prompt, and the patient was not cardioverted. They had just completed ablating in the left vein and when they moved to the right side of the vein, they had to start shaving and fast anatomical mapping a lot and that is when they noticed the map shift. They were able to proceed with the case using ultrasound guidance. The investigation was completed on 01-feb-2022. The issue was investigated. It was found that the reported map shift was caused due to a movement of the front patches. The system is ready for use. The history of customer complaints reported during the last year associated with carto 3 system #14215 was reviewed. A manufacturing record evaluation was performed for the system 14215, and no internal actions related to the reported complaint condition were identified. H6. Component code of ¿appropriate term/code not available¿ represents ue-map shift. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)